Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the atrial lead exhibited no capture. The lead was not used and the implant procedure was aborted.

Event description:
New information states the patient was fine, post procedure.